Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if additional information is received.

Event description:
It was reported that the modular electric/battery double trigger handpiece 89-8507-400-00 serial number (B)(4) was bloqued and not functional during knee surgery. The surgery delay was 88 minutes. The delay reason was the time to search for another handpiece. Additional anesthesia was prescribed. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy, the wire connecting the trigger board to the controller board was defective. The defect reported by the customer ("bloqued and not functional") was confirmed because the device was not functional due to the defective wire connecting the trigger board to the controller board. The product was not repaired because the quotation was refused. The product was sent back unrepaired to the customer with a discharge letter.